Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial (B)(6) result was 178 mmol/l and the repeat result was 148 mmol/l. The initial (B)(6) result was 6.49 mmol/l and the repeat result was 5.44 mmol/l. The initial (B)(6) result was 96 mmol/l and the repeat result was 119.3 mmol/l. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. No further sample results were affected. The (B)(6) electrode lot number was h39. The expiration date was asked for but not provided. The (B)(6) electrode lot number was p65. The expiration date was asked for but not provided. The (B)(6) electrode lot number was u75. The expiration date was asked for but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.